Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a female patient who had essure inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity (bmi - 34.967). Previously administered products included for an unreported indication: ortho tri-cyclen. Concomitant products included medroxyprogesterone acetate (depo-provera). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and fungal infection ("infection (other) describe: yeast"). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ pain pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced feeling abnormal ("psychological or psychiatric problems condition: brain fog"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and mood swings ("psychological or psychiatric problems condition: mood swings"). In (B)(6) 2017, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2017, the patient experienced acne ("rashes or skin conditions type: acne") and was found to have weight increased ("weight gain/ weight gain/ loss(specify which one) gain"). On an unknown date, the patient experienced endometriosis ("diagnosed with endometriosis"), back pain ("back pain") and abdominal pain ("abdomen pain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, urinary tract infection, fungal infection, feeling abnormal, depression, anxiety, acne, migraine, headache, tooth disorder, dysmenorrhoea, dyspareunia, weight increased, alopecia, endometriosis, mood swings, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, acne, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, endometriosis, feeling abnormal, fungal infection, headache, menorrhagia, migraine, mood swings, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2019: plaintiff fact sheet received : incident category updated. Event ¿ injury¿ was replaced with events given in the sd. Events added- vaginal haemorrhage, menorrhagia, urinary tract infection, fungal infection, feeling abnormal, depression, anxiety, acne, migraine, headache, tooth disorder, dysmenorrhea, dyspareunia, pelvic pain, weight increased, alopecia, endometriosis, mood swings, back pain, abdominal pain. Severity of events ¿pelvic pain ,back pain, abdominal pain¿ updated. Lab details, medical history added. Concomitant and historical products added. Reporter information, patient details, product indication updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. 789033) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity (bmi - 34.967), renal disease, pregnancy, hypertension, flank pain, hydronephrosis, left lower quadrant pain, low grade fever, nausea, vomiting, diarrhea, urinary frequency, urinary urgency, dysuria, backache, endometriosis and cervix biopsy. Previously administered products included for an unreported indication: ortho tri-cyclen. Concurrent conditions included abdominal cramps, uti, joint pain, pain in hip, coughing, wheezing, sleeplessness, short of breath, asthma, hypercholesterolemia, obstructive sleep apnea syndrome, menometrorrhagia, low back pain, lumbar pain, cystitis, asthma, multiple allergies, uterine ablation, cellulitis, ear pain, nasal dryness, hot flashes, cervical intraepithelial neoplasia ii and cervical intraepithelial neoplasia I. Concomitant products included medroxyprogesterone acetate (depo-provera) and paracetamol (tylenol). In (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and fungal infection ("infection (other) describe: yeast"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criterion medically significant), pelvic pain ("pain/ pain pelvic"), vaginal haemorrhage ("abnormal bleeding vaginal, menorrhagia") and dysmenorrhoea ("dysmenorrhea cramping"). In (B)(6) 2015, the patient experienced feeling abnormal ("psychological or psychiatric problems condition: brain fog"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dyspareunia ("dyspareunia painful sexual intercourse"), alopecia ("hair loss") and mood swings ("psychological or psychiatric problems condition: mood swings"). In (B)(6) 2017, the patient experienced tooth disorder ("dental problems"). In july 2017, the patient experienced acne ("rashes or skin conditions type: acne") and was found to have weight increased ("weight gain/ weight gain/ loss specify which one gain"). On an unknown date, the patient experienced endometriosis ("diagnosed with endometriosis"), back pain ("back pain") and abdominal pain ("abdomen pain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, urinary tract infection, fungal infection, feeling abnormal, depression, anxiety, acne, migraine, headache, tooth disorder, dysmenorrhoea, dyspareunia, weight increased, alopecia, endometriosis, mood swings, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, acne, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, endometriosis, feeling abnormal, fungal infection, headache, menorrhagia, migraine, mood swings, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 210 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pregnancy test - on (B)(6) 2018: negative pregnancy test. Ultrasound pelvis - on (B)(6) 2019: unremarkable pelvic ultrasound. The left ovary is not visualized due to overlying bowel gas. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: pfs received. Lot number was added. Date of insertion updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. 789033) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity (bmi - 34.967), renal disease, pregnancy, hypertension, flank pain, hydronephrosis, left lower quadrant pain, low grade fever, nausea, vomiting, diarrhea, urinary frequency, urinary urgency, dysuria, backache, endometriosis and cervix biopsy. Previously administered products included for an unreported indication: ortho tri-cyclen. Concurrent conditions included abdominal cramps, uti, joint pain, pain in hip, coughing, wheezing, sleeplessness, short of breath, asthma, hypercholesterolemia, obstructive sleep apnea syndrome, menometrorrhagia, low back pain, lumbar pain, cystitis, asthma, multiple allergies, uterine ablation, cellulitis, ear pain, nasal dryness, hot flashes, cervical intraepithelial neoplasia ii and cervical intraepithelial neoplasia I. Concomitant products included medroxyprogesterone acetate (depo-provera) and paracetamol (tylenol). In (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and fungal infection ("infection (other) describe: yeast"). On (B)(6)2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criterion medically significant), pelvic pain ("pain/ pain pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced feeling abnormal ("psychological or psychiatric problems condition: brain fog"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and mood swings ("psychological or psychiatric problems condition: mood swings"). In (B)(6) 2017, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2017, the patient experienced acne ("rashes or skin conditions type: acne") and was found to have weight increased ("weight gain/ weight gain/ loss(specify which one) gain"). On an unknown date, the patient experienced endometriosis ("diagnosed with endometriosis"), back pain ("back pain") and abdominal pain ("abdomen pain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, urinary tract infection, fungal infection, feeling abnormal, depression, anxiety, acne, migraine, headache, tooth disorder, dysmenorrhoea, dyspareunia, weight increased, alopecia, endometriosis, mood swings, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, acne, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, endometriosis, feeling abnormal, fungal infection, headache, menorrhagia, migraine, mood swings, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 210 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pregnancy test - on (B)(6) 2018: negative pregnancy test. Ultrasound pelvis - on (B)(6) 2019: unremarkable pelvic ultrasound. The left ovary is not visualized due to overlying bowel gas.. Lot number: 789033. Manufacturing date: 2010-10. Expiration date: 2013-10 . Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: amendment performed. Quality safety evaluation of product technical complaint. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pain pelvic') and heavy menstrual bleeding ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. 789033) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity (bmi - 34.967 (bmi) 38.0-38.9), renal disease, pregnancy, hypertension, flank pain, hydronephrosis, left lower quadrant pain, low grade fever, nausea, vomiting, diarrhea, urinary frequency, urinary urgency, dysuria, backache, endometriosis, cervix biopsy, blurred vision and pain eye. Previously administered products included for an unreported indication: ortho tri-cyclen. Concurrent conditions included abdominal cramps, uti, joint pain, pain in hip, coughing, wheezing, sleeplessness, short of breath, asthma, hypercholesterolemia, obstructive sleep apnea syndrome, menometrorrhagia, low back pain, lumbar pain, cystitis, asthma, multiple allergies, uterine ablation, cellulitis, ear pain, nasal dryness, hot flashes, cervical intraepithelial neoplasia ii, cervical intraepithelial neoplasia I, urinary tract disorder, vaginal discharge, vaginal odor, endocervicitis and abnormal uterine bleeding. Concomitant products included ascorbic acid (vitamin c), ergocalciferol (drisdol), escitalopram oxalate (lexapro), fexofenadine;pseudoephedrine, ibuprofen, levofloxacin (levaquin), loratadine;pseudoephedrine sulfate (claritin-d), medroxyprogesterone acetate (depo-provera), medroxyprogesterone acetate from 2010 to 2015, metronidazole (metrogel), montelukast sodium (singulair) from 2010 to 2015, naproxen, omeprazole magnesium (prilosec), pantoprazole, paracetamol (tylenol), prednisone, sulfamethoxazole;trimethoprim (bactrim ds) and sulfamethoxazole;trimethoprim (septra ds). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and fungal infection ("infection (other) describe: yeast"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced feeling abnormal ("psychological or psychiatric problems condition: brain fog"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and mood swings ("psychological or psychiatric problems condition: mood swings"). In march 2017, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2017, the patient experienced acne ("rashes or skin conditions type: acne") and was found to have weight increased ("weight gain/ weight gain/ loss(specify which one) gain"). On an unknown date, the patient experienced endometriosis ("diagnosed with endometriosis"), back pain ("back pain") and abdominal pain ("abdomen pain"). The patient was treated with surgery (ablation and robotic assisted laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, urinary tract infection, fungal infection, feeling abnormal, depression, anxiety, acne, migraine, headache, tooth disorder, dysmenorrhoea, dyspareunia, weight increased, alopecia, endometriosis, mood swings, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, acne, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, endometriosis, feeling abnormal, fungal infection, headache, heavy menstrual bleeding, migraine, mood swings, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 210 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pregnancy test - on (B)(6) 2018: negative pregnancy test. Ultrasound pelvis - on an unknown date: unremarkable pelvic ultrasound. The left ovary is not visualized due to overlying bowel gas.. Lot number: 789033 manufacturing date: 2010-10 expiration date: 2013-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2021: mr received. Essure removal details, reporter and medical history were added. Action taken with drug updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.